Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cta (closed tube aliquotter) drain pump assembly to resolve the issue. No further leaking was observed. (B)(4).

Event description:
The customer reported an uncontained leak from the cta (closed tube aliquotter) wash station and overflow bottle on a unicel dxc 600i synchron access clinical system. The customer stated the leak was uncontained with fluid reaching the laboratory floor and described the volume of the leak as approximately 500 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.